Manufacturer narrative:
The product was not available for return to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the product was explanted because it was not functioning.